Manufacturer narrative:
UDI number: (B)(4). Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the valve was not returned to edwards for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to these adverse events. The cause for the valve calcification post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities (on esrd on hemodialysis) or progression of the pre-existing valvular disease process. The cause for the stroke could not be confirmed. However, per the principal investigator, it was possible that the cerebral infarction occurred due to hypotension during cpa and pcps during CPR. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the clinical trial of tavr valves in (B)(6) dialysis patients by our affiliates in (B)(6) approximately 1 year and 9 months post tavr procedure, calcification and stenosis of the 26mm sapien 3 valve was observed and a valve-in-valve was performed. The patient felt chest symptoms and lost consciousness during a dialysis treatment. While at home the following day, the patient felt chest symptoms and lost consciousness. The patient was emergently transported to the hospital where cardiopulmonary arrest (cpa) occurred twice, cardiopulmonary resuscitation (CPR) was performed and percutaneous cardiopulmonary support (pcps) was initiated. Cardiac CT revealed calcification on the sapien 3 valve. Transesophageal echocardiography (tee) revealed severe sclerosis between the right coronary cusp (rcc) and non-coronary cusp (ncc) with restricted valve movement, moderate transvalvular leak between the rcc and the ncc, mild paravalvular leak (pvl), visual severe aortic stenosis, and visual ejection fraction (ef) of 25-30%. As a result of the examinations, it was determined that the patient¿s loss of consciousness was due to prosthetic valve dysfunction with rapid sclerosis progression. Valve-in-valve using a non-edwards valve was performed. The procedure was completed without complication and the aortic stenosis was resolved. Approximately 1 or 2 months prior, the subject sometimes complained of chest pain after dialysis. The patient was doing well and had no symptoms at the patient¿s 1 year follow-up. The ef was 76% and no problem of the prosthetic valve function was reported. However, as per the subject¿s family, the subject had felt short of breath on effort since approximately 1 year and 3 months post tavr, but did not go to hospital. Two days after the valve-in-valve procedure, sedative agent was stopped. The patient¿s arouse was not completely obtained and the left limbs could not move. Brain CT and MRI revealed multiple acute infarcts. No cerebral hemorrhage was observed. Nine days after the procedure, brain MRI revealed new cerebral infarction in the right occipital lobe and the bilateral thalamus. Fourteen days after the procedure, the subject was slightly recovering; verbal and eye contacts were observed. Per the principal investigator, it was possible that the cerebral infarction occurred due to hypotension during cpa and pcps during CPR.

Manufacturer narrative:
Reference CAPA-20-00141.